Event description:
It was reported that a flogard infusion pump presented an f-38 alarm. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A review of the alarm log identified alarm f38. This alarm indicated that the force sensing resistor (fsr) was out of calibration. The fsr was replaced to fix the reported condition. The pump passed all testing and was returned to the customer in working order.